Event description:
It was later reported that the cause of the event was an ineffective result of medication. The medication used within the system was compounded baclofen 500 mcg/ml. The patient¿s symptoms included lethargy and spasms. The patient did not require hospitalization, and their outcome was noted as non-serious injury/illness.

Event description:
It was reported that following the initial pump implant, the medication dosage was "60 milliliters or some high dosage." The reporter stated "they started to notice what looked like seizures," however, the health care provider later confirmed they were not seizures. The patient had to stay in the hospital after the pump was implanted longer than usual due to the "seizure like" episodes and because "something else" had to heal that was not related to the pump. It was noted that "that was all healed" now. Since then, the dosage had been continually adjust in the pump and eventually was turned down to minimum rate. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8711, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
A healthcare provider later reported that the cause of the event was that the patient¿s mother was ¿unsatisfied with the effects of treatment¿. The patient¿s outcome was noted as no injury.

Event description:
.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).